Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se installed the 10k pm kit, and secured the display cable which was causing the blank display, and resolved the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, the ventilator graphic user interface (gui) display became blank. There was no patient involvement.